Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # (B)(4). The device was manufactured between 23apr2019 and 24apr2019. The device was received for evaluation containing fluid in the bladder. During visual inspection, the bag that contained the unit was dry. The blue winged was observed to be securely tightened. Functional testing was performed, by filling the unit was filled with water to a nominal volume. During fill, no evidence of leak was observed. The sample was monitored until the next day. The next day, no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume infusor leaked during filling. The leak was observed between the luer adaptor and blue winged luer cap. There was no patient involvement. No additional information is available.